Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics and motor. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with deep scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid/ moisture in the swimming pool. The customer¿s blood glucose was 133 mg/dl at the time of the incident. Customer's blood glucose in the morning was 218 mg/dl. Customer reports there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.